Manufacturer narrative:
A biomérieux internal investigation has been completed. The isolate was accepted for investigation and testing was conducted with cards from the customer¿s lot (1321260213) and a random lot (1321329403), both in duplicate. Reference and alternative methods included oxacillin agar dilution, broth microdilution, cefoxitin disc diffusion and pbp2a testing. Identification of the isolate as staphylococcus aureus was confirmed by vitek ® ms. All four cards tested yielded negative cefoxitin screen and susceptible oxacillin results (mic = 0.25 x4). Reference and alternative method testing provided the following results: oxacillin agar dilution: mic = 0.5 (s), broth microdilution: mic = 0.5 (s), cefoxitin disc diffusion: 18 mm (r), and pbp2a: pos. The vitek ® 2 results are in essential and categorical agreement with both the oxacillin agar dilution and broth microdilution reference methods. However, the vitek ® 2 results are not in agreement with the cefoxitin disc diffusion and pbp2a results. The positive cefoxitin disc diffusion and pbp2a results are indicative of a resistance mechanism governed by the meca gene. A review by r&d showed that the growth in the drug wells was consistent with the oxacillin and cefoxitin screen results observed, that is, there was no growth in the cefoxitin screen wells and little to no growth in the oxacillin wells. The customer¿s non-detection of mrsa was reproduced. The isolate will be added to the r&d stock collection. The vitek® 2 ast-gp67 cards, lot 1321260213, met final qc release criteria. The lot passed qc performance testing.

Event description:
A customer in the united states notified biomérieux of a false negative cefoxitin screen (oxsf) result for staphylococcus aureus in conjunction with the vitek 2 ast-gp67 test kit (ref. 22226, lot 1321260213). In addition, the associated oxacillin result was false susceptible (mic <=0.25). Repeat test obtained the same results. Alternate method testing via pbp2a and biofire bcid provided results of "positive". There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health.